Manufacturer narrative:
On october 25, 2021, mentor became aware that replacement device information was inadvertently reported as mentor 650cc ultra high profile under field b5 (event description). The device catalog and serial numbers were inadvertently omitted. The replacement catalog and serial numbers used on (B)(6) 2021 were catalog number 3505650bc; serial number (B)(6) on the right, and catalog number 3505650bc; serial number (B)(6) on the left. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 600cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade iii on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2021. On (B)(6) 2021, mentor became aware that patient also experienced bilateral ptosis in addition to left side capsular contracture; baker grade iii, and the replacement devices used were mentor 650cc ultra high profile. This medwatch report is for the patient¿s right-sided device.